Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: a pcb00 device was received inside the packaging box. The device was observed under microscope and the plunger was not observed in advanced position and not locked. Scarce amount of viscoelastic residues were observed only between the cartridge tube and tip. The lens was observed stuck at the beginning of the cartridge tube. The pushrod was observed adhered to the lens. The lens delivery could not be completed since the lens was hard to be removed. A product quality deficiency was not identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting a model pcb00 20.5 diopter intraocular lens (iol) into the patient's left (os) eye, a vitrectomy was required. The lens was removed and replaced with an anterior lens during the same procedure. There was no additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).